Event description:
It was reported that the device had premature battery depletion. It was also reported that the right ventricular (rv) lead had increasing and high thresholds. The lead remains in use. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.